Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, patient was hospitalized for the peritonitis event. Treatment for the event was not reported. The patient was discharged two days after admission. At the time of this report, the patient has recovered from the event. Pd therapy was discontinued , the pd catheter was removed and the patient was switched to hemodialysis twice a week. No additional information is available.